Manufacturer narrative:
The inner shaft broke 0.65¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point and various points along the shaft indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the front hub outside diameter and plastic residue consistent with the hub material around the inner shaft break point. The remainder of the inner assembly spun freely by hand within the outer tube. The inner shaft outside diameter shall be (B)(4)¿ and measured (B)(4)¿ which is in specification (in the undamaged area). The outer tube inside diameter shall be (B)(4)¿ and measured (B)(4)¿ which is in specification (in the undamaged area). There were no signs of bends or concentricity issues that would have contributed to the event. The information indicates excess pressure was applied during use which caused the deformation of the hub; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the bur was completely attached but was not turning properly. It was noted that there was no procedure delay and no injury to the patient.